Event description:
It was reported to philips healthcare that the heartstart mrx ac powers module was damaged noting that ac port is pulled out and 2 wires are broken. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.